Event description:
An attempt was made to advance a sprinter legend rapid exchange (rx) 1.25mm diameter, 15mm length balloon dilatation catheter to/across a complex lesion in the lcx. It was reported that the lesion exhibited 99% stenosis, was non-tortuous with no calcification. Several attempts were made to advance the device across the complex lesion; however, these were unsuccessful and resistance was encountered when removing the device from the pt. Upon removal it was noted that the distal portion of the catheter was damaged. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: based on review of the returned device and the information received, no root cause can be determined, complex lesion, 99% stenosis difficult to deliver device. Evaluation: conclusion: based on review of the returned device and the information received, no root cause can be determined, complex lesion, 99% stenosis difficult to deliver device.